Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged obtaining a result of 119 on the hospital system compared back to back with a result of 596 mg/dl on the compact plus system when testing was performed within 10 minutes. Reporter stated that she had taken her normal 1000 mg of glucotrol 20 minutes prior to the readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.